Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 pegasus yel 24 ga x 0.75 in prn-cap y needles leaked blood during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "there was one needle leaked blood from the septum after the needle was disengaged during puncturing, and there were two needles leaked blood from the septum during infusion".

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9268675. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that 3 pegasus yel 24ga x 0.75in prn-cap y needles leaked blood during use. The following information was provided by the initial reporter, translated from chinese to english: "there was one needle leaked blood from the septum after the needle was disengaged during puncturing, and there were two needles leaked blood from the septum during infusion".